Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet system, and glucagon was administered; the event was associated with use of insulin and characterized as low drug. Symptoms included low blood glucose with associated hypoglycemic manifestations. Outcomes included medical intervention with glucagon and user recovery without further reported sequelae. Investigation included case intake and review of available event details. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and no device problem was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.